Event description:
This case was reported by a lawyer and described the occurrence of nerve injury in a male pt who used super poligrip as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt used super poligrip at unk dosing. At an unk time after using super poligrip, the pt experienced nerve injury. At the time of reporting, the outcome of the event was unk. Follow up info was received on (B)(6) 2012, via medical records. On (B)(6) 2005, the pt's copper level was 8 mcg/dl (normal 70 to 140). On (B)(6) 2006, the pt's last copper and ceruloplasmin levels were within normal range. On (B)(6) 2008, the pt complained of decreased hearing and was noted to have a history of copper deficiency with uncertain cause, which had caused some permanent neurological deficits affecting his gait. The pt was taking copper replacements. The pt had "obvious balance issues with his neuropathies" but otherwise nothing had significantly changed. The pt had a history of loud noise exposure working on a farm and some hunting, but no family history of hearing loss and no problems with tinnitus that he was concerned about. Sensorineural hearing loss was assessed to be most likely related to age related changes and noise exposure. On (B)(6) 2009, the pt had a recent copper level of 84 (normal 70 to 155) and zinc level of 170 (normal 70 to 150). At this time, there had been several cases reported in which pts using denture cream were absorbing enough zinc from the denture cream to compete with copper absorption, resulting in copper deficiency. The pt had a history of atrophy and weakness of the right abductor pollicis brevis (apb), presumably related to carpal tunnel syndrome. On (B)(6) 2009, the pt's zinc level was 138 mcg/dl (normal 60 to 120). On (B)(6) 2010, the pt was noted to have symptoms beginning five years ago (approx 2005) consisting of lower extremity numbness, tingling, and balance problems. He was found to have a myelopathy with significant corticospinal tract and posterior column deficits secondary to copper deficiency. He had since been on copper replacement using the copper gluconate form. There was modest response to copper replacement, but significant residual deficits. The pt continued to use a cane but felt that he could go longer distances without the cane than in the past. His pain was much less and rarely significant. The pt remained active and continued to farm. He did fall off a hay wagon and crack a rib, but stated the accident was related to a ladder step breaking and not his balance problems. He remained very productive given his neurologic deficits. The pt was instructed to discontinue the use of poligrip denture cream on (B)(6) 2009. The pt had been using denture cream since the age of (B)(6) and would apply it twice per day, sometimes more frequent if his dentures were becoming loose. On (B)(6) 2011, a emg/ncs study showed probably axonal sensory polyneuropathy; bilateral distal median neuropathy consistent with entrapment in the carpal tunnel, much worse on the right with severe axonal injury and active denervation; and right distal ulnar neuropathy, consistent with entrapment at the wrist/guyons canal. This case has been upgraded to medically serious by gsk.

Manufacturer narrative:
The MFR's report number for this case is 9681138-2012-00037. Super poligrip is mfg in (B)(4), and neither the product nor lot number for this product was available. (B)(4).